Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 2 of 4 on the homechoice machine(hc). The home patient(hp) stated the supply bag became disconnected while they were connected to the hc. The hp also stated system error 2367 alarm occurred. The technical service representative(tsr) assisted the home patient(hp) to cycle power to clear the alarms. The tsr explained the alarms. The tsr advised the hp to discard all supplies and finish with manuals. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.